Event description:
Patient was revised to address femoral loosening. Update: 2/21/2012 - litigation papers were received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012 - litigation papers were received. The complaint was reopened to address allegations regarding the metal on metal devices. Part/lot numbers were identified for the previously reported stem as well as the newly added devices. Doi: (B)(6) 2001. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes vx5at1001 and u5lce1019. A search of the complaint database finds additional reported incidents against lot code xyd08 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update ad 30 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges fracture. Added unknown hip implant due to allege fracture. Added lawyer and law firm, updated dor. Doi: (B)(6) 2001 - dor: (B)(6) 2002 (right hip).